Event description:
According to the reporter, intra-operatively of a laparoscopic pulmonary resection, when the jaws of the stapler were set and closed on the pulmonary parenchyma during the third firing, the green button was pressed and blinked then the rotation button was clicked twice, but the device did not sound. Firing was attempted, but there was no response. The jaw was tried to be opened by pressing the upward center button, but there was also no response. The jaw could not be opened and was locked on tissue. A force restart mark was displayed on the lcd. The surgeon long pressed the green button to open the jaw. The stapler was set again in the tissue and was then successfully fired with the same cartridge. However, when double-clicking the rotation button after long pressing the green button, there was still no sound. The rotation button was pressed with the device several times, no sound is produced. There was no patient injury.

Manufacturer narrative:
D10 concomitant product: sigphandle - sig power sigphandle handle, serial# (B)(6) sig60axt - tri 2.0 sig60axt 60 xtra thk 15mm, lot# unknown medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.